Manufacturer narrative:
Results: the nose cone on the penumbra coil detachment handle (handle) was not properly attached. Conclusions: evaluation of the returned device revealed that the nose cone to the handle was not properly attached to the handle. The nose cone was reattached to the handle. The handle was functionally tested and passed without an issue. Therefore, the handle was deemed functional. The root cause for the detached nose cone could not be determined. Handles are 100% functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician noticed that the white tip of the penumbra coil detachment handle (handle) was unattached and still in the package upon removing the handle from the packaging. The detached tip of the handle was found prior to use and was not used for the procedure. The procedure was completed using a new handle.